Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleeding, heavy bleeding and pain with bleeding') in an adult female patient who had essure (batch no. B69461-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain with bleeding"). At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she is likely required to have the essure coils in both fallopian tubes removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed full occlusion of both tubes. Lot number {b69461} is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-nov-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleeding, heavy bleeding and pain with bleeding') in an adult female patient who had essure (batch no. B69461-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain with bleeding"). At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she is likely required to have the essure coils in both fallopian tubes removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed full occlusion of both tubes. Lot number {b69461} is not valid . Most recent follow-up information incorporated above includes: on 17-nov-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleeding, heavy bleeding and pain with bleeding') in an adult female patient who had essure (batch no. B69461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain with bleeding"). At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she is likely required to have the essure coils in both fallopian tubes removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 02-nov-2020: medical records received. Lot number added. Reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.